Event description:
Event description guidant received information that the patient with this left ventricular lead experienced palpitations and went to the hospital. It was determined that the lead had a loss of capture due to dislodgement. An invasive procedure noted the suture sleeve was not tied down.